Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned to the lab due to patient death. The elective replacement indicator (eri) is the result of high internal battery resistance. Analysis of the device memory found the eri was the result of a delta v reading greater than .211 v. Delta eri occurred (B)(6) 2011 which is before explant. This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
An implantable pulse generator (ipg) was returned from an unknown source with no information. The ipg was analyzed and subsequently tested out of specification. Additional information received indicated the patient was in the hospital seventeen days prior to death for hypoxia and aspiration pneumonia which was recurrent. The patient was discharged to hospice care. At the time of discharge the patient's x-ray had not improved and was noted to have been worse this admission than those in the past. Prognosis was guarded at time of discharged which was eight days prior to death. Cause of death was requested and not received.